Manufacturer narrative:
The main component of the system and other applicable components are: product type: implantable neurostimulator. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported the patient complained of unsatisfactory stimulation. There were complaints of the stimulation not working following a recent fall. Imaging performed on (B)(6) 2016 determined the lead migrated. A device diagnosis of lead migration/dislodgement and clinical diagnosis of unsatisfactory stimulation was reported. The lead was repositioned and the event resolved without sequeale.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37702, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6)2014, product type: implantable neurostimulator. Product ID: 3778-45, serial# (B)(4), implanted: 2010, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6)2010, product type: lead. Product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional of the clinical study reported that the lead with lot number va13gj9002 was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported "difficult lead placement due to epidural fibrosis, lead placement was in subarachnoid which was elected to be removed".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 37702 lot# serial# (B)(4) implanted: 2010-(B)(6) explanted: 2014-(B)(6) product type implantable neurostimulator product ID 3778-45 lot# serial# (B)(4) implanted: 2010-(B)(6) explanted: product type lead product ID 3778-45 lot# serial# (B)(4) implanted: 2010-(B)(6) explanted: product type lead product ID 3778-45 lot# va073lf017 serial# implanted: explanted: product type lead product ID 3778-45 lot# va13gj9002 serial# implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that a lead revision occurred on (B)(6)-2018. The outcome of the event was noted to have been resolved as of (B)(6)-2018. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: the unknown lead has been updated to product ID 3778-45, lot# va073lf017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead . Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: neu_unknown_lead, product type lead.

Event description:
Additional information received from the healthcare professional of the clinical study reported that, at the time of the lead revision on (B)(6) 2016, one lead was explanted and attempted to be replaced with a new lead which was unsuccessful. The patient still has one lead implanted. There was no further patient complication associated with the event.